Event description:
Mini step trocar 5mm - valve broke during routine use, leave small piece of plastic inside patient. This was noted by chance and retrieved. No adverse outcome to patient but significant increase in anesthesia time. FDA safety report ID# (B)(4).